Event description:
Myosure xl uterine tissue removal device motor making noises and shaking as if internal mechanism is loose; causing inability to adequately control during use. Removed from use, a new device was obtained, and the damaged device sequestered. No patient harm per surgeon.